Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray control console. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the display on the control panel (x-ray console not on) of the 2800 system is blank. There was no report of patient injury.